Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of artifact which resulted in a stored atrial fibrillation (af) episode. Technical services (ts) analyzed device episode data and recommended in-clinic evaluation along with x-rays. It was noted that this occurred while programmed to the primary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service. Additional information was received that this patient was inappropriately shocked while walking in a parking lot. Still in primary vector, the baseline was wandering, top to bottom. The shock impedance measurements were within normal range. Ts reiterated the same troubleshooting that was previously provided and to consider programming to secondary vector to verify if sensing changes.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of artifact which resulted in a stored atrial fibrillation (af) episode. Technical services (ts) analyzed device episode data and recommended in-clinic evaluation along with x-rays. It was noted that this occurred while programmed to the primary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service. Additional information was received that this patient was inappropriately shocked while walking in a parking lot. Still in primary vector, the baseline was wandering, top to bottom. The shock impedance measurements were within normal range. Ts reiterated the same troubleshooting that was previously provided and to consider programming to secondary vector to verify if sensing changes. Additional information was received that this patient was in the clinic and noise could not be reproduced in primary or secondary vectors with pocket manipulation or twisting or isometrics and raising hands. No x rays were available. Ts discussed previous theories. Impedances were stable and ts noted s-ICD and electrode integrity issues seem unlikely based on these testing results. Ts recommended x rays and reprogramming to secondary vector. This electrode remains in service.